Manufacturer narrative:
Per the reporter, the device has been discarded and is not available for analysis. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause of this event could not be determined.

Event description:
It was reported that a small portion of the proximal haptic broke off during the injection phase of the procedure. The iol was removed and replaced intraoperatively with another iol of the same model and diopter. The incision was slightly enlarged to remove the broken iol and sutures were required. The patient was not compromised, and the optical target was achieved.